Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room for a check. Upon review, the patient had 9 inappropriate shocks due to the right ventricular lead noise and low impedance. The lead was explanted and replaced. The lead came out showing abrasion. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Clavicle crush was noted damaging all the lumens and fracturing one filar of the inner coil at 33.3 cm to 35.6 cm from the connector pin. The cause of the reported events abrasion was isolated to clavicle crush.